Event description:
It was reported that, "surgeon implanted a tritanium primary shell with gap screws and a trident ceramic liner. Surgeon was aware that this was not an approved liner for the tritanium primary shell."

Manufacturer narrative:
Investigation is in progress. No additional information available at this time.